Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (ink spots) issue; alteration of liquid crystals. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016 device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2015 with the following findings: during testing, no ink spots were observed on the display. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. Additionally, the battery compartment was cracked.